Manufacturer narrative:
The device was received fully deployed. The download data showed the device completed first and second priming sequences in the expected number of pulses. The pod delivered 1462 pulses before generating an 0x18 alarm, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. This alarm stopped the delivery of insulin due to the empty reservoir. The needle mechanism was manually reset to the not deployed state, then manually deployed by rotating the ratchet gear. The needle mechanism deployed as intended. No problems were found that would cause a failure of the needle to deploy.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_android: omnipod software app version: 3.1.6, operating system: bp2a.250605.031.a3.s901usqs8gza1, hardware: sm-s901u, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that needle did not deploy and the pink slide did not move forward, indicating a needle mechanism failure. The pod was worn between 1 and 4 hours. No treatment and no blood glucose levels were reported.